Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient advocate stated a nurse had informed them one of the patient's leads was "pulling too much electricity, but physician had cleared them to travel." The advocate stated when they were traveling the patient was "tasered" by the cardiac resynchronization therapy defibrillator (crt-d). According to the advocate, the patient was then rushed back to the hospital and a second surgery was performed. According to the advocate, the patient was then rushed back to the hospital where an invasive procedure was performed and the outcome was unknown. The patient advocate was unsure of the details regarding the procedure and which product caused or contributed to the reported issue. It was noted that the patient has had no further symptoms. Attempts were made to obtain additional information from the clinic with no success. Current evidence suggests the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and another manufacture's right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.